Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a prp face injection, blood was taken and spun, and as the facility attempted to pull the prp the bottom of the internal syringe within the abs-10010s acp double syringe system broke apart. Additional information has been requested. Additional information received on 06/07/2019: the procedure was an in-clinic procedure. The rep reported that blood leaked outside of the syringe. The staff wore gloves and used caviwipes to clean the blood. A second abs-10010s of the same lot was brought in and used to complete the procedure. The device was discarded and will not be returning for evaluation. Additional information received on 06/13/2019: the blood leaked onto the sink, and the rep confirmed the facility has the latest user manual for appropriate cleaning for blood spills.